Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event, with over 400 mg/dl and sensor glucose (sg) over 200 mg/dl, due to the infusion set tape not sticking. The event involved product(s) mmt-7040a,mmt-242a,mmt-332a,mmt-1884. The customer was feeling nauseated and unwell. The high bg lasted for more than four hours and was managed by removing the set and administering a bolus. The cause of the tape not adhering was identified as the set being pulled off while rolling around in bed. Troubleshooting was performed and the customer has type 1 diabetes and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time. No further patient complications were reported. Mmt-7040a,mmt-242a,mmt-332a,mmt-1884 products return is not required.